Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the sr. Mechanical engineer that the pump was exhibiting signs of end of life and that the pt had recently reported an incident of fluid ingress. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The explanted device was returned to the MFR for eval. Examination of the returned device did not reveal any issues that would have contributed to the reported event. Visual and functional testing of the pump assembly did not reveal any electrical or mechanical issues. The device was dynamically tested under no-load conditions using a mock circulatory loop and the pump operated as intended. A review of device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.